Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units touchscreen is not functioning. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had display - failure. There was no patient involvement or adverse event reported. A getinge field safety engineer (fse) was dispatched to evaluate the unit. The fse reported unit has horizontal line in upper screen, touch works without issue but upper screen will need to be replaced. To resolve the issue the upper lcd screen was replaced. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer andcleared for clinical use. The fat received part with a reported failure of the display having lines across the screen. Performed a visual inspection and found the part to be in good condition. The fat installed the display in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Upon startup it was found that the display had a horizontal line across the top of the display.fat was able to verify the reported failure but no root cause identified. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq.

Event description:
N/a.